Event description:
A hospital reported via our distributor that there was a leak from the water trap of an rt105 adult inspiratory heated breathing circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt105 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was returned to the manufacturer and pressure tested for leaks. Results: the pressure test revealed the complaint breathing circuit to be within specification for this product. Conclusion: no fault was found with the returned complaint breathing circuit. The rt105 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions for rt105 adult breathing circuit state the following: check all connections are tight before use; set appropriate ventilator alarms.